Event description:
Overinfusion. In 2004, around 7:30pm, the nurse programmed tpn to infuse at 56ml/hr over 24 hours. Approx an hour and a half later, the nurse found approx 900 ml infused. The pt became short of breath and hypervolemic and needed to be treated with lasix. The glucose was elevated. Investigation of the logs, showed that the incident occurred one day ago. About 7pm, an infusion was set up at a rate of 561 ml/hr and vtbi 1336ml. The sequence of key presses that led up to these parameters suggested that the user was either inexperienced or in a big hurry. After the rate of 561 was entered there were several invalid key presses that would have been accompanied by an audio beep with each invalid key that was pressed. The log indicated that after the infusion was started that the channel alarmed several times for occlusion and was restarted each time. The channel ran for approx 2 hours and 4 minutes until it was stopped by the user. Note: at 561 ml/hr the channel would deliver approx 1160mls of fluid over the 2 hours. The overinfusion was caused by a user programming error. No fault found with the device.